Manufacturer narrative:
Maquet cardiopulmonary (B)(4) has not received the device for evaluation. A supplemental medwatch will be submitted if add'l info becomes available.

Event description:
It was reported that difficulties with the device were experienced. A non-functioning device was observed. The issue was circumvented by using another device. No reported pt effect. (B)(4).